Manufacturer narrative:
Nothing is being returned for evaluation and no lot number was supplied, which precludes conducting a batch record review determine if there were any internal processing issues which would have contributed to the nature of the product complaint. However, this type of failure is associated with not using the proper technique to removed the guide sleeve from the bone. The most likely scenario is that the user either did not use the proper sleeve removal tool and/or the user torqued the device from side to side as opposed to pulling straight out to remove it, causing the metal of the guide tube to fatigue, fail and break off. Other than this hypothesis, we cannot discern any other precipitators for this failure mode. Although the surgeon feels that there was no injury to the patient, the fact that the broken fragment was not retrieved from the pt, posses the possibility that pt injury could potentially occur. We do not know what impact, if any; this would have on the pt. It is because of this uncertainty that this report is being filed to document this event. At this time, no further action is required. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It is being reported that on 2 separate occasions, dates unk, during knee procedures, portions of the distal ends of rigid fix guide sleeves broke off into the patient's condyle and remain embedded there in. On both of the procedures, the cases were concluded successfully without further incident or harm to the pt. [Also see associated MDR 1221934-2007-00027].